Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump load history data was incorrect. Customer declined to provide further information and declined follow-up from tandem technical support. There was no reported impact to customer's blood glucose.